Manufacturer narrative:
Conclusion: a request for procedural images was made but no procedural images or fluoroscopic load check images were submitted for review. A post procedural image of the capsule was received confirming the capsule separation. The subject and returned dcs was reviewed by research and development. The review revealed that the damage seen in the capsule of this dcs is fundamentally the same as the damage seen in other capsule separation complaints i.e., the capsule spines fractured, which caused the capsule to separate into two sections. The reason for the unusually high number of ribs separating from the capsule spine could be due to several factors which could include the specific patient anatomy, the procedural steps taken, the specific orientation and position of the capsule in the anatomy when the separation occurred, etc. These factors, when taken in combination with each other, contributed to the form that the capsule separation failure took in this case. The exact combination of factors that led to the situation in which this capsule separated with an unusually high number of ribs detaching from the capsule spine cannot be determined. The reported event indicates that the valve was recaptured due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was reported that the patient presented with tortuous vessels. This indicates that the probable cause was patient anatomy. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. It was reported that after recapturing the valve to position higher, the capsule did not open or respond when attempting to deploy the valve. The system was retrieved from the patient and the capsule was ruptured. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. In this case there is not enough information to make any comments on the potential cause, although it was noted that the patient had tortuous anatomy. Historically, high forces in the system may result in the inability to deploy. The force in the system is a cumulative effect that can be increased by many factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In this case, the capsule separation, which was likely caused by a combination of tortuous anatomy and high forces in the system, may have led to the issues with d eployment. Based on the investigation completed into capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. Patient anatomy (vessel tortuosity and calc ification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) were likely the potential contributing factors to capsule damage. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that an aortic perforation occurred at the end of the procedure. Per the physician the cause of death was due to this aortic perforation. Cardiovascular injuries, such as perforation, are procedural complications that can occur during cardiac procedures and are listed in the evolut instructions for use as potential adverse effects. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - additional information was received which reported that the implanting physician withdrew the dcs into the descending aorta without resistance. The inline sheath and the dcs were then withdrawn from the body. The patient developed hypotension and an angiography of the common and iliac dissection demonstrated a longitudinal laceration along the length of the iliac artery. Covered stents were placed but this did not control the hemorrhage and the patient expired. Updated conclusion: per the physician the cause of death was due to the iliac perforation. Cardiovascular injuries, such as perforation, are procedural complications that can occur during cardiac procedures and are listed in the evolut instructions for use as potential adverse effects. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an unspecified capsule issue occurred with two delivery catheter systems. An aortic dissection was identified and the patient subsequently died. The cause of death was reported as the aortic dissection.

Manufacturer narrative:
Other relevant device: product ID: envpro-14, lot #: 0010978122, ubd: 10-dec-2023, UDI#: (B)(4). Product analysis: the delivery catheter systems were not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that according to the physician, the capsule separation was the direct cause for perforation that resulted in the patient's death. Updated . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the delivery catheter system (dcs) was returned with the attempted valve loaded in the capsule of the dcs. The valve could not be removed from the dcs and therefore, analysis on the valve could not be performed. The delivery catheter system (dcs) hand was intact. The dcs was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The dcs was returned with the end cap/screw gear snap fit connected. A break was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. The capsule separation and inability to deploy was confirmed in the analysis. Investigation: the investigation is in progress. Updated data: h6 method, results and conclusion codes corrected data: annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that only one catheter was used during the procedure. The second dcs was loaded but never used with the patient. After recapturing the valve to position higher, the capsule did not open or respond when attempting to deploy the valve. The system was retrieved from the patient and the capsule was ruptured. It was reported that a perforation occurred and not a dissection. The cause of the perforation was unknown but was believed to have occurred at the end of the procedure. Stenting of the perforation was performed prior to the patient's death. The cause of death was due to the aortic perforation and not dissection. Of note, the patient had tortuous vessels. Correction: b5 - the dissection was corrected to a perforation. D10- the reported concomitant product (other relevant device: product ID: envpro-14, lot #: 0010978122, ubd: 10-dec-2023, UDI#:(B)(4)) no longer meets product complaint criteria as the device was prepared during the procedure but was never used with the patient and no product issues were reported. H6- the previous patient code for dissection (e0515) is no longer applicable to this event. Results code c19 refers to the concomitant product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.